Event description:
This complaint is from a literature source. The following literature cite has been reviewed: cheok t, jennings m, berman m, williams k, rawat js, foster bk. Capital femoral epiphysis with acute unstable valgus type slip managed with closed reduction and percutaneous fixation: a case report. Orthop res rev. 2023 nov 4; 15: 207-213. Doi: 10.2147/orr.s429844. Pmid: 38028652; pmcid: pmc10644867. This study presents a case of acute unstable valgus slipped capital femoral epiphysis in an 8-year-old female who presented after a trip and fall. The patient was managed with emergent closed reduction and percutaneous screw fixation using an unknown depuy synthes 7.3 mm partially threaded screw. A second screw was inserted just superior and parallel to the first to achieve greater biomechanical stability. Postoperatively, the patient was instructed to non-weight bear for 6 weeks, followed by partial weight-bearing for further 6 weeks. Contralateral prophylactic fixation with unknown depuy synthes 7.3 mm cannulated shaft screw was performed 6 weeks following her initial operation. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown depuy synthes 7.3 mm cannulated shaft screw. Other devices that were used on the patient at the time of the event: unknown depuy synthes 7.3 mm partially threaded screw. Adverse event(s) and provided interventions possibly associated with unknown depuy synthes 7.3 mm partially threaded screw (B)(4). An 8-year-old female had an epiphyseal escape of the prophylactically pinned side was noted at her 1-year follow-up, which was revised.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.